Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This caused the instrument not to close/open. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument was able to open and close the jaws. However, the weck hem-o-lok clip was unable to clip/close. The surgeon attempted three times to close with a new weck hem-o-lok clip each time but failed. The weck hem-o-lok clip was able to close when used with another large clip applier instrument. The large clip applier instrument was reportedly inspected prior to use, and no issues were noted. The procedure was completed with no reported injury.